Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had cylinders that would not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of cylinders found that both proximal ends of the cylinders had buckling folds with holes in the corner resulting in a fluid. Leaks were also identified in both cylinders at the middle of the cylinder body. One of the cylinders presented broken fabric threads from wear at the proximal end of the cylinder. The pump kink resistant tubing (krt) was found to be worn to the filament; however, the pump passed the functional and leak testing performed. The reservoir was inspected, and a fold was identified in the shell. The reservoir krt was worn to the filament and a suture tie was found at the end of the tubing. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had cylinders that would not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.